Event description:
It was reported that this right ventricular (rv) lead had noise oversensing after shock delivery. Technical services (ts) reviewed device data, and noted the noise appear mechanical in nature, and also reported decreasing pacing impedances under 200 ohms since implant on both the rv and right atrial (ra) lead. In addition, high frequency meter have been greater than expected for nearly 1 year on both leads. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported. Additional information was received. This patient was hospitalized, and therapy was turned off. Subsequently, this rv lead was surgically capped and abandoned, and the device system was exchanged for and subcutaneous implantable cardioverter defibrillator (s-ICD) system.